Event description:
A caller reported that their insulin gauge displayed an amount different from expected, and the tandem mobi mobile app also showed a discrepancy in the fill estimate. The issue did not lead to blood glucose levels rising above 500 mg/dl or dropping below 54 mg/dl, so there was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge, but the discrepancy persisted. The caller chose not to load a new cartridge and decided to continue using the current one, with a follow-up if necessary.